Event description:
Falsely elevated ca 19-9¿ (ca 19-9¿) results were obtained on samples from two patients on an atellica im 1600 analyzer which were considered discordant with the lower results from an alternate non-siemens instrument. The discordant elevated results were not reported to the physician(s). The repeat result was reported, as the correct result, to the physician(s). The sample for patient 1 was treated with peg-6000 and tested. The result was much lower on the atellica im 1600 analyzer for ca19-9. There is no indication of a cancer diagnosis with these two patients. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca 19-9 results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated ca 19-9¿ (ca 19-9¿) results were obtained on samples from two patients on an atellica im 1600 analyzer which were considered discordant with the lower results from an alternate non-siemens instrument. The discordant elevated results were not reported to the physician(s). The repeat result was reported, as the correct result, to the physician(s). Quality controls (qcs) recovered within ranges on the day of the event. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. When sample for patient 1 was treated with polyethylene glycol (peg) 6000 the sample recovered significantly lower with the atellica im ca 19-9 assay. Treatment of the sample with peg may have precipitated antibodies that were interfering with the atellica im ca 19-9 assay. The expected values section of the atellica im ca 19-9 instructions for use (IFU) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." Based on the available information, the cause of the discordant result for patient 1 is consistent with a sample specific interferent. The cause of the discordant result for patient 2 cannot be determined. It could be due to a patient specific interferent or due to normal assay to assay variation. Return of the patient sample for further investigation is not possible due to china custom issues. No further evaluation of the device is required.